Event description:
It was further reported that the rv lead continued to exhibit elevated sic and spikes in rv pacing impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a2, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was sent to the emergency department (ed) and the emergency medical service (ems) stated the patient had heart block. A remote transmission report indicated that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. The rv lead also exhibited a rv lead noise warning, high threshold, and a spike and undefined high pacing impedance and was stated to have no capture. The patient was hospitalized and the lead was inactivated and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event. It was further reported that the rv lead continued to exhibit elevated sic and spike in rv pacing impedance. It was further reported that the rv lead exhibited variable and continued oor high pacing impedance.

Event description:
It was reported that the patient was sent to the emergency department (ed) and the emergency medical service (ems) stated the patient had heart block. A remote transmission report indicated that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high-rate non-sustained episodes. The rv lead also exhibited rv lead noise warning, high threshold, spike and out of range (oor) high impedance and was stated to have no capture. The patient was hospitalized and the lead was inactivated and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpb3d4 ICD - implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: corrected b3 from 22-oct-2024 to 28-sep-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.